Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the received emergency medical assistance due to low blood glucose in (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was given glucose to treat. The customer experienced symptoms such as incoherence. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer had issues with skin reactions to the sensor tape as well as sensors not sticking and sensor alarms. Troubleshooting was not completed as the caller declined. The customer had a low on (B)(6) 2018 that required emergency medial assistance. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Incident date has been changed to (B)(4) 2018.